Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h10: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and without any evidence of detachment. No problems with the device were noted. With all the available information, boston scientific corporation concludes that the reported event of clip premature deployment was not confirmed. Investigation found that the device was returned with the clip assembly attached and without any evidence of detachment. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in an ablation procedure performed on (B)(6) 2024. During the procedure, while trying to open the clip, it seemed to be deploying but it stayed attached without opening. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in an ablation procedure performed on (B)(6) 2024. During the procedure, while trying to open the clip, it seemed to be deploying but it stayed attached without opening. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.